Event description:
Procedure: turp. Reportedly, during a transurethral resection of the prostate being performed in the operting room, as the final cauterization of the prostatic fossa was being completed by the surgeon, an explosion occurred in the bladder. Following the explosion, the bladder was inspected and pervesical fat could be visualized on the anterior bladder - highly suspicious for a bladder rupture. A laparotomy was performed and the bladder laceration was repaired.